Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted a damaged downstream occlusion sensor. The sensor was replaced and the device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device displayed a tubing and reservoir error. The device evaluation noted a damaged downstream occlusion sensor that caused the alarm. There was no patient involvement/harm reported.